Event description:
During nail removal, the hammer pad threads broke off in the nail. The surgery was extended by 35 minutes.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.